Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the patient arrhythmia. A defibrillation threshold (dft) test was then performed with successful measurements achieved. X-rays confirmed the system was in a good position, however placement could be optimized. Rhythmcare then provided further troubleshooting steps and programming options for the patient heart mass. This device remains in service. No adverse patient effects were reported.